Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Data analysis: the console was not returned for investigation so the logs had to be pulled from constellation. The last available logs ended mid-procedure on 4/7 and showed the system functioning without any sign of the failure mode. Device analysis: device not returned. Root cause: the cause of the issue was not determined since product was not returned.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported while removing purge cassette and disc, the disc tray detached. The device has been removed from use and a new device will be sent. No patient harm.